Manufacturer narrative:
Concomitant product: pmb4000ceifu-latgr, pmb4000ceifu-latgr bis mon-IFU latin-gk, j772524165. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the device¿s cable connecting the monitor to the module was damaged by a small explosion originating from the power cord and transformer connection. Smoke was observed, and there was a burning smell. The device automatically powered off. One wall outlet was used as the power source. There was no patient involvement.